Event description:
It was communicated on (B)(6) 2021 that the patient was to continue cefadrixil for 22 days ((B)(6) 2021 - (B)(6) 2021) and levofloxacin from (B)(6) 2021 - (B)(6) 2021. On (B)(6) 2021 there were no signs of infection and the event resolved without sequelae. It was communicated on (B)(6) 2021 that on (B)(6) 2021 the patient had increased pain the their driveline site, but cultures were negative. Infectious disease (ID) believed this pain was more mechanical in nature. The patient had their medications changed. It was communicated on (B)(6) 2021 that the infection resolved without sequelae.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received on 18feb2022 that the patient's event resolved with sequelae on (B)(6) 2021. The patient would remain on antibiotics indefinitely.

Manufacturer narrative:
The patient's previous driveline trauma was captured under MFR 2916596-2021-05217. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient dropped their system controller on (B)(6) 2021 while in the shower and it pulled on the driveline. The patient was still on antibiotics from their last driveline trauma. It was noted that there was moderate yellow/red drainage on the dressing with tenderness and the wound edges were disrupted. The drainage was cultured and on (B)(6) 2021 the cultures reported 1 colony of gram - rods. The patient was prescribed cefadroxil 1000 mg continued for 1 week. The patient was scheduled for a consult on their next visit on (B)(6) 2021.